Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02993. This report is being submitted as additional information. Additional information. It was initially reported that the device was returning for analysis; however, the device was not returned. Approximate age of device-1 year. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of an air leak could not be confirmed. The patient reportedly had occasional low flow alarms due to an air leak cause by the screw, that held the fill switch in place, coming out. The air leak was repaired by tape until the patient underwent a pump exchange on (B)(6) 2017. The vad instructions for use instructs the user to check for leaks after initializing support on the ddc and tlc-ii. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. It was reported that a screw that held the fill switch in place had come off the pump supporting the right ventricle, which resulted in occasional low flow alarms. Rescue tape was applied to correct the alarms. The patient was asymptomatic. On (B)(6) 2017, the pump supporting the right ventricle was exchanged due to air leak. No additional information was provided.